Event description:
During the initial implant procedure, a drop in r-wave amplitude was noted on the right ventricular (rv) lead. Upon investigation, the lead tip of the rv lead was noted to be slightly bent. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of r-wave amp variation and a bent lead tip were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the tip of the lead.